Event description:
It was reported that a female patient underwent an unknown breast surgery with a mentor memorygel , 300cc silicone breast implant, experienced unexplained systematic symptoms post procedure, including brain fog, chest pain, joint and muscle pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 06, 2023 indicated that the initial symptoms/diagnosis 2010/hip pain event day avascular necrosis left hip. Patient medical history left hip replacement, back pain, dry eyes, brain fog, fatigue, chest pain. Family medical history mother-breast cancer please list individual symptoms with dates of onset: left hip/2010. All other symptoms occurred 2019. Patient age at the time of event was 49 years old, ethnicity is caucasian, manufacturer¿s reference number: (B)(4).